Event description:
It was reported that the right atrial (ra) lead had increasing, high impedance and increasing, high thresholds. It was also reported that the ra lead dislodged. The lead was capped and replaced. The patient is a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.